Manufacturer narrative:
Unknown hardware, infuse bone graft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient presented in (B)(6) 2012 with pain in the feet and legs. Patient was prescribed percocet 10mg for 3 months, which did not relieve his symptoms. In (B)(6) 2012, the patient presented to the surgeon. The surgeon reviewed x-rays and MRI studies and diagnosed l4 and l5 bulging discs, spinal stenosis, and that the patient's back had been broken forsome time. On (B)(6) 2012, the patient underwent fusion surgery. Post-op the patient's symptoms got worse. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted."